Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The lot # 3000465771 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during procedure, at the beginning of the disection fase, so half way, the vasoview hemopro 2 is not working properly. It was described as a "dying beep" tried different connection boxes and cables and the box keeps beeping and does not function. No harm to the patient. 5 minutes delay. New product opened.